Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that a flexiva 200 tractip laser fiber was used in a ureteroscopy & laser procedure performed on (B)(6) 2018. According to the complainant, after the procedure, when the nurse disconnected the laser fiber from the laser unit it was noted to be too hot and burnt her fingers. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.